Manufacturer narrative:
The pump was returned and evaluated by product analysis on 06/24/2016 with the following findings:during testing, a low flow of the vent was detected. The pump case was removed, and no internal moisture was found. (B)(6).

Event description:
On (B)(6) 2016, animas became aware of a dual vent failure of the pump in the form of low flow. This finding is being reported because low flow related to the vent may lead to an inability of the pump to equalize pressure inside and outside the pump, which may affect insulin delivery. There was no indication that this product caused or contributed to an adverse event.